Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was not feeling any stimulation therapy at upper limb. Diagnostics did not show any anomalies. Reprogramming could deliver some paresthesia but it was intermittent. X-ray showed no signs of lead breakage. Follow-up identified the patient's physician explanted and replaced the patient's scs ipg. The issue has reportedly been resolved.